Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 37601, serial#: (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) who reported the consumer was having the implantable neurostimulator (ins) replaced due to normal circumstances. Pre-operatively an impedance check was performed with all results within normal range. When the initial ins was removed, and the new ins was placed the impedances for contacts 1, 2, and 3 were all greater than 40,000. The rep continued to run impedances (three times) with the same result. The healthcare provider (hcp) who was implanting the device was a fellow, now the normal surgeon. The hcp disconnected the extension, did not wipe it down, and reinserted the extension. Following this all impedances were within normal range. The rep suspected the extension may not have been properly aligned in the header block.